Event description:
It was reported, "the metal impaction tip of the trident cup inserter broke off when surgeon was impacting the cup in the acetabulum. He was still able to complete the case despite the broken inserter."

Manufacturer narrative:
An event regarding broken striker plate involving a universal impactor/extractor was reported. The event was confirmed. Method & results: the striker plate broke at the first thread. Nothing could be learned of the cause of fracture due to post fracture abrasion. No material or manufacturing defects were observed on the device surfaces examined. Not performed as medical records were not provided for evaluation. Review of the device history records indicates the devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. Conclusions: the exact cause of the event could not be determined due to post fracture abrasion. No material or manufacturing defects were observed on the device surfaces examined.

Event description:
It was reported, "the metal impaction tip of the trident cup inserter broke off when surgeon was impacting the cup in the acetabulum. He was still able to complete the case despite the broken inserter."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information was requested and if it becomes available will be submitted in a supplemental report.